Event description:
Upon entering a room at 8:40 pm, a nursing assistant found a resident in a vest restraint apparently trying to climb out of bed. The resident was put back into bed. At this time her respirations were 16 and blood pressure was 70/40. At 9:00 pm, the resident expired. No autopsy was performed. The rptr suspects the resident's death was caused by the vest restraint compressing her chest.